Event description:
No osseointegration, complication in site preparation (pain while inserting), no thread tap used, primary stability was achieved, suspected of nerve encroachment because of pain while inserting.